Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex (device #1) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #1). Here is no allegation related to the bard/davol ventralex st. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch (device #1) and an unspecified bard/davol ventralight st on (B)(6) 2011. It is alleged that the patient had unspecified injuries and subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex hernia patch (device #1). As reported, the attorney alleges patient experienced emotional distress and the device was defective.